Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed pitch cable at the distal end.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the fenestrated bipolar forceps instrument wrist was not rotating/articulating properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument intermittently failed to articulate or lagged during use, with no visible damage or patient injury, and is pending return for evaluation.